Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic) blood glucose test results. The customer is concerned with test results from results obtained of 121, 132, 131, 255 and 140 mg/dl. Customer is comparing results to her other true metrix air meter: internal report reference number (B)(4) . The customer¿s expected blood glucose test result ranges are <100mg/dl am fasting and before dinner pm fasting <110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 02/28/2025 and test strips were opened one month ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 121 mg/dl date: 3/28 time: 3:03pm fasting, result 2: 132 mg/dl date:03/28 time: 9:23am fasting, result 3: 131mg/dl date:03/28 time: 9:22am fasting, result 4: 255 mg/dl date:3/23 time: 8:59am fasting, result 5: 140 mg/dl date: 3/22 time: 8:45am fasting.